Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that asymptomatic patient presented for a follow-up. The rv lead was found to be dislodged via review of x-ray. The lead was explanted and a new rv lead was implanted. Post explant, helix extension issue was noted. Patient tolerated procedure and there were no issues.